Event description:
The account reported the left head side rail will not latch. The bed was located in the mechanic shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found that the center arm assembly for the left head side rail was broken. The most likely cause is the center arm being stuck against an immovable object. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot side rails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the side rail cover, and make sure the mounting screws are tight. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. Repair or replace the side rail as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the left head side rail center arm assembly to resolve the issue. Based on this info, no further action is required.